Manufacturer narrative:
All available information was investigated and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The preliminary investigation indicates that manufacturing, design and/or labeling are not contributing to this issue. The investigation determined the reported leak appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a leak. It was reported that during preparation of the clip delivery system (cds), the lock lever cap was noted to be leaking. Therefore, the cds was not used. A new cds was used to complete the procedure. There was no adverse patient effect. No additional information was provided.